Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level that was "high" (specific value was not provided); cause was not known. Customer gave a correction bolus via the pump to address bg level. Reportedly, customer continued to use the pump for insulin therapy.